Event description:
The patient was implanted with a siltex low bleed gel mammary prosthesis on 5/15/90. Susequently, the patient experienced auto-immune type symptoms. The device was removed on 10/12/94.